Event description:
Bi-vad patient. Bleeding through the right graft (mainly at the graft-cannula junction) was observed when support was initiated. Surgeon used gelweave and fibular to stop the bleeding at the joint. Patient started bleeding from other places, so he was returned to the operating room. Both left and right grafts were observed to be bleeding along length. Both grafts wrapped in fibular and bleeding eventually stopped.

Manufacturer narrative:
Both cannula were explanted and discarded by the hospital in 2007. Retain cannula samples were tested. Conclusion will be summarized in final report.